Event description:
In this event it is reported that protaper next ass.x1/x2/x3 25 broke during use. The outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Investigation results: DHR. Summary: involved products broken during use were not returned, and cannot be identified and analyzed. Nothing unusual to report was found during DHR review (batch #1464998). The unused protaper next nitifile x3 25mm which was returned was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information: outcome of event. No injury occurred. All broken parts removed from patient's mouth. No further medical or surgical treatment required. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199.